Event description:
Customer reported a no delivery alarm. The customer's blood glucose was unknown. The customer declined to troubleshoot at the moment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).